Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient's infusion set's tubing detached at the quick release. The patient observed insulin out of the tubing after few hours of changing the set and this issue occurred with two sets. No further information available.